Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 ¿ unable to investigate further. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Please confirm for the first suture pack, what was being done when the needle pulled off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Laparoscopic suturing (first pass). Name of procedure? Total laparoscopic hysterectomy. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample with a detached needle and one suture was received for analysis. Product code sxpp1b450. Upon visual inspection of the detached needle, the attachment condition was as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture piece was inspected, and the insertion mark was observed to be as expected. As per the conditions of the returned sample, no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown date and a barbed suture was used. The needle was not attached to suture in first suture pack. Subsequent suture from the same box pulled off strand when suturing the vaginal cuff. The sutures from this lot were removed and a new box was opened. The surgery was delayed 5 minutes due to the reported event. No adverse patient consequences were reported. Additional information was requested.